Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 465 mg/dl and this morning it was 600 mg/dl. Customer treated high blood glucose with novalog shot and bolus through the insulin pump and went shopping this morning and did not eat but drank water and when she got home blood glucose read high and she gave herself a shot and declined to troubleshoot for the high blood glucose. Customer also reported bent cannula of the infusion set. The device will not be returned for analysis.